Manufacturer narrative:
Evaluation summary: product compatibility was confirmed. Exam noted from (B)(6) 2012 indicate degenerative disk disease seen throughout the lumbar spine. Primary operative notes were provided which indicate a history of right sacroiliitis. A prescription reenter rehabilitation was apparently made, but at an unk date. Rehabilitation protocol and adherence thereto is unk. Postoperative care and adherence to tha precautions is unk. No x-rays have been provided, therefore the component fit and orientation is unk. Cause cannot be definitively determined; however, it is plausible that the patient's previous medical history including degenerative disk disease and sacroiliitis are contributing to the patient's described experience. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt is experiencing pain in the groin area and from their hip to their knee. The pt is unable to lift their leg adn is experiencing heaviness in the buttock along with swelling.